Manufacturer narrative:
The reported observation of ¿communication issues¿ was confirmed based on the cp log file sent in from the field, but could not be duplicated through electrical analysis. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed. Based on the clinician programmer logs returned from the field dated 1/5/2024, the low rssi values suggest communication would have been difficult and is consistent with the environment causing the diminished ability to communicate.

Event description:
It was reported the patients ipg experienced difficulties communicating with external devices. As a result, surgical intervention was undertaken where in the ipg was explanted and replaced to resolve the issue.